Event description:
It was reported that the compressor generated alarm indicating a low pressure and noise. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The claimed issue was related to low pressure alarm. There was no patient harm. Identification of issue has been done by analyzing problem description and service report. Based on technician statement, low pressure alarm occurred and vibration was loud. Maintenance kit 10000h required replacement. The issue was decided to be reported as it may lead to stop of ventilation. The root cause of the issue has not been determined.